Event description:
The eagle eye catheter was inserted into the guiding catheter. The physician felt resistance advancing the catheter over the guide wire. Catheter and guide wire were pulled out of patient and eagle eye catheter was frayed. The patient was not injured.

Manufacturer narrative:
Upon return the catheter was analyzed by a team consisting of manufacturing engineering, regulatory and quality. The catheter was intact in that it remained in one piece with no portions determined to be missing. The distal shaft was 'zippered' open from the exit port skive distal for distance of approximately 3 inches. It was suspected that the catheter met resistance and was removed separately from the guide wire for a distance. The guide wire was not returned so it could not be determined if there was a kink present that caused the catheter to catch on the wire. The catheter appeared to have been manufactured to specification. Although there was no patient impact associated with this incident, there is a potential for injury should this happen again. This report is being sent as a notification.